Manufacturer narrative:
The device was returned and investigated at nevro. Visual inspection found that contacts 1-7 section of the lead were missing from the distal end of the lead. The damage seen on the lead around contact 8 indicated it was likely due to a sharp object puncturing the lead. This likely occurred when the lead was being pulled back from the insertion needle. A review of the manufacturing records found no evidence of nonconformities related to the nature of the complaint.

Manufacturer narrative:
Nevro is awaiting the return of the explanted device. The manufacturing records were reviewed and no non-conformities were found. This report was initially filed on (B)(6) 2018 but the acknowledgement failed due to coding updates on (B)(6) 2018.

Event description:
It was reported to nevro that during the implant procedure one lead broke resulting in even electrodes remaining in the patient. The physician had left the detached component in situ. Nevro had attempted to obtain a medical assessment from the implanting physician but no additional information was available. There were no injuries to the patient. The device has been activated and the patient is using stimulation to find pain relief.